Event description:
The following was reported to hamilton medical ag: I have had a case of a t1 starting to howl when booted up. That is, the internal buzzer that howls until you turn it off. I have taken out a log, because I can't get it to fail at the workshop. I have spoken to the customer and the sound he describes is like when there is no power/230v on and the batteries are removed, it stands and howls for 2 minutes. No patient involvement

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 information: correction of d2a and d4, product is hamilton-t1 instead of hamilton-mr1.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 information: correction of d2a and d4, product is hamilton-t1 instead of hamilton-mr1 hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamiton medical ag: I have had a case of a t1 starting to howl when booted up. That is, the internal buzzer that howls until you turn it off. I have taken out a log, because I can't get it to fail at the workshop. I have spoken to the customer and the sound he describes is like when there is no power/230v on and the batteries are removed, it stands and howls for 2 minutes. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: I have had a case of a t1 starting to howl when booted up. That is, the internal buzzer that howls until you turn it off. I have taken out a log, because I can't get it to fail at the workshop. I have spoken to the customer and the sound he describes is like when there is no power/230v on and the batteries are removed, it stands and howls for 2 minutes. No patient involvement

Event description:
The following was reported to hamilton medical ag: "I have had a case of a t1 starting to howl when booted up. That is, the internal buzzer that howls until you turn it off. I have taken out a log, because I can't get it to fail at the workshop. I have spoken to the customer and the sound he describes is like when there is no power/230v on and the batteries are removed, it stands and howls for 2 minutes.". No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 3 information: it was reported that the device "howled". Starting up again the device started up as expected. Apparently the device "howled"(continuous acoustical and red alarm light) when the device was booted up. There are no technical faults or events logged in the event and service log on the reported date of event 11.06.2024. According to the service technician of the importer, the device was analysed. The issue could not be reproduced and a further occurrence regarding this device was not reported. This case is considered as closed.